Manufacturer narrative:
Field service engineer (fse) confirmed the generator was not powering up, and found the generator main line fuse ( 6f4) was blown. When fse replaced the fuse, the generator powered up but some fields for techniques on generator console were blank. Fse reseated all connections from the console atp pcb and then the system powered up normally. However, the technique fields on generator console blanked out again, this time the fse replaced the atp pcb. The operational checkout of system per service checklist (B)(4) was completed and returned the unit to the customer for full service.

Event description:
Customer reports the generator failed during a stent procedure. The physician was able to complete the case without fluoro and then did a follow up x-ray in the radiology department to confirm placement. No reported injury. No additional details are known.